Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with calibration error. The customer's blood glucose level at the time of incident was unknown. The customer states suspend is at 80mg/dl but it was 75mg/dl. The customer states their sensor reading is 274mg/dl, and their blood glucose reading is 429mg/dl. The customer states the device alarmed for threshold suspend. Troubleshoot was conducted. The customer was advised to monitor the device and call back if issues persist.